Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 548mg/dl. Customer treated with manual injection. It was also reported that the customer had excessive no delivery alarms. Customer was unable to troubleshoot. Customer's blood glucose level at the time 330mg/dl. No additional information was provided.